Event description:
It was reported that the ventricular and atrial leads triggered an alert for low impedance suggesting an insulation failure on both leads. Additional information from the clinic confirmed that the leads were repaired and reused. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted 2004-(B)(6). (B)(4).